Manufacturer narrative:
UDI: (B)(4). The reporter¿s phone number was not provided. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the t-handle was broken (cracked). Therefore, the reported condition was confirmed. It was determined that the device was most likely side loaded when used with the impactor which is not what the device was designed for and therefore the assigned root cause was due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the kincise cup-adapter-pinnacle device was broken. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.